Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a new system implant, the physician was closing the pocket. The atrial lead was being tested, the a sense amp was sensing the right ventricular signals. Fluoroscopy confirmed dislodgement, the physician attempted to extract the lead, but the lead was firmly stuck despite many attempts to unscrew the helix. The lead was capped and replaced, the patient would continue to be monitored.